Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap would not connect properly to the female connector of a peritoneal dialysis (pd) transfer set which resulted in an iodine leak. The event was further described as, ¿transfer set can¿t fit tightly with the minicap and the iodine leak out¿. This occurred during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3/d10: asku (previously submitted as ni). Correction made to d1: brand name: ni (previously submitted as minicap). Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.